Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy procedure, on the first firing, after connecting the reload into the device handle, the account pressed the green button, however, it did not flash and the device did not fire. They change the reload with the same lot number, same event occurred, and the display screen showed a reload connection error. They used another reload and the device could be fired normally. There was no patient injury.